Manufacturer narrative:
Result: footboard assembly.

Event description:
It was reported by service report that the footboard had no scale display. No pt involvement or adverse consequences are reported.